Event description:
It was reported that once the item had been removed from the box and switched it on, it flashed on & off and there was a smell of smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: took the crossflow out of the packaging and turned it on. The screen flashed on followed by a small of smoke. P/n: 0450000000i, s/n: (B)(6). Summary of evaluation: faults found, device isn't powering up/ smell of smoke from the power supply. Action taken, replaced power supply. Tests, qip, auto calibration, electrical safety test- (B)(4). Passed all tests. Probable root cause: 1. Power surge on: - competitor integration board, - main board, - imx module (cf), - front board, - power supply, - ac inlet filter. 2. Use error. 3. Pump operated at least-favorable environmental conditions for extended period of time. 4. Flammable cleaning agents used to clean/disinfect pump console. 5. Fluid ingress into console damages components. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that once the item had been removed from the box and switched it on, it flashed on & off and there was a smell of smoke.